Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that there was no adverse consequence and another drill was used to complete the procedure. It was further reported that this event did not result in a delay to surgery

Manufacturer narrative:
The bur and handpiece subject to this MDR was returned for investigation. It was visually confirmed that the bur was stuck in the handpiece and was broken along the shank of the bur. Part and lot number information has not been provided to permit further investigation. The root cause is undetermined. D4: the handpiece associated with this MDR is as follows: part number: 5400300000, (B)(4).